Event description:
Customer reported an unexpected negative antibody screen on the abs2000 for a pt sample containing an anti-jka. They then tested the sample on another abs2000 at the facility and the antibody screen was positive. The customer detected the anti-jka reacting 1 + at the antiglobulin phase using manual tube testing. No medical action was taken following the unexpected negative antibody screen.

Manufacturer narrative:
Review of results files indicates alignment is acceptable and absorbances are low across the board. Advised customer to the track on the instrument. Review of error log does not reveal any errors in excess. The customer submitted sample for investigation testing. The sample submitted was not the original sample used for testing but one collected. The customer's sample was tested with retension capture-r ready-screen (crrs), lot x148, on an in-house abs2000. The sample exhibited a negative antibody screen on the abs2000. The presence of the jka antigen was confirmed on retention crrs, lot x148. The sample was tested in manual solid phase testing using the same reagents that were tested on the abs2000. No reactivity was observed. The sample was tested with cells #1 jk (a+b+), #6 jk(a-b+), and #8 jk(a+b-) from panocell-10 untreated and ficin-treated, lot 36428 using immuadd, peg and n-hance as the potentiators. Weak reactivity at the antiglobulin phase was observed with the ficin-treated jk(a+) cells. Microscopic reactivity at the antiglobulin phase was observed with the jk(a+) cells using immuadd and n-hance. The event appears to be due to the nature of the sample. The package insert for capture-r ready-screen states: "negative reaction will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed."